Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at around 4pm for hyperglycemia with a high blood glucose level of 425 mg/dl. The customer stated that they had tried to correct their high blood glucose levels with 10 units of insulin but the blood glucose would not go down much. The customer stated that they were released from the hospital but felt sick again when they had got home. The customer stated that they will call back to exchange her materials for 9 mm cannulas. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).